Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/d, 200 mg/dl. The customer was treated with manual injection for high blood glucose. Customer declined troubleshooting for high blood glucose. Customer stated they had issue with infusion set. The device will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was not available. The information has been included with this report.

Event description:
It was reported that the customer does not recall weight at time of incident.